Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer cleaned area and surrounding cables. Reseated rowboard connections. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie and drawer not closed. The customer stated that there was a delay to the patient's workflow since they managed to get the meds from another station.there were no adverse events or injuries reported based on this incident.